Event description:
Medtronic received information that during the implant of this 31mm mitral bioprosthetic valve, it was reported that the lid on the jar containing the valve had cracked. It was also reported that the jar had not been dropped. There was no patient involvement.

Manufacturer narrative:
Device Evaluation Summary: The box was opened (tear-away seal broken). The temperature indicator was found to be heat triggered. Both safety seals were broken and misaligned suggestive of a possible attempt to open the jar. A long crack extending from one end of the lid to the other end was found on the top. There was no evidence of a leak on the inner packaging. There was no evidence of dried glutaraldehyde along the jar threads. Minimal damage to the gasket was observed. The DHR (Device History Review) review was performed on the device; there were no issues identified during manufacturing that could have impacted this event. During 100% inspection of the final packaging at Medtronic, the jar was not broken/cracked. Medtronic will continue to monitor field performance for similar events should they occur. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.